Manufacturer narrative:
B3. Date of event: exact event date is unknown. Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Analysis of the returned fiber identified the fiber was broken, and the connector was separated from the fiber body. Visual inspection of the fiber tip indicated it was degraded. The connector face had severe burn marks. The console displayed a message that read: error 67. Fiber expired. Treatments used 1. Treatments left 0. Burn marks on a connector face can be caused by prolong use of the device and/or the blast shield being damaged. In addition, the aim beam can become misaligned and may overheat the connector. It is likely that the interaction between the fiber and blast shield may have led to the connector overheating causing the burn marks observed on the connector face. This overheating then led to the connector separation observed. The instruction for use states: inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the device; return it to the supplier for replacement. Based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
This fiber was returned to the manufacturer without any report of performance issues, adverse patient effects. Analysis of the returned fiber identified broken fiber.